Event description:
It was reported that the patient's pump alarmed this morning at 8am for pump stopped running due to power outage when she was bending over. The patient was able to troubleshoot and get the alarm to stop. The same alarm occurred again around 10:30am when she bent over to clean. The patient stated that she usually changes the batteries on the weekend so, saturday or sunday was the last battery change. The patient reported experiencing shortness of breath during the past couple of hours, so she believes she might not have been getting medication. The patient was switching to a backup pump while consulting with the author and declined for author to remain on the phone while she was getting the infusion started. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Most likely cause of failure is weakened battery contacts given the age of the pump; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.